Event description:
According to the literature source of study performed between july 2014 and september 2021, a retrospective study analyzed patients who underwent laparoscopic sleeve gastrectomy plus duodenojejunal bypass. A total of 100 patients were involved in the study. Tri-staple 2.0 extra thick reload was used to create the sleeve. The staple line was reinforced with over-sewing sutures, which were done with the absorbable suture. The linear stapler was used to transect the duodenum and the duodenojejunal anastomosis was performed with the linear stapler or suture. The absorbable suture was used to close the entry hole and the peterson¿s space. The postoperative complications included leakage in one patient. The leak occurred at the staple line of the sleeved stomach and required a total gastrectomy to resolve the issue. The second leak occurred in the hand-sewn group and was not related to the device.

Manufacturer narrative:
D10 concomitant product: unknown-vloc, unknown vloc product, (lot #unknown) author: dongjae jeon, yoona chung, bomina paik, yong jin kim title: laparoscopic sleeve gastrectomy plus duodenojejunal bypass: learning curve analysis and technical feasibility of duodenojejunostomy using linear stapler source: https://doi.org/10.1007/s11695-023-06940-5 publication date: 8 november 2023 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.